Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the unit displayed a "calibrate o2 sensor" error. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.